Event description:
It was reported that during a recanalization procedure, the tip of the catheter allegedly separated after two hundred and forty seconds of activation. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one crosser cto recanalization catheter was received and evaluated. Upon visual evaluation, the distal tip was detached and missing and was not returned with the sample. The outer jacket of the catheter was noted to be torn. No functional testing due to the nature of the complaint. Therefore, the investigation is confirmed for the identified material tear issues. Since the tip was noted to be completely detached, the investigation is confirmed for the identified detachment issue and unconfirmed for the reported material separation issue. A definitive root cause for the reported material separation and the identified detachment and material tear issues could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 03/2024), g3. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure, the tip of the catheter allegedly seperated after two hundred and forty seconds of activation. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one crosser cto recanalization catheter was received and evaluated. Upon visual evaluation, the distal tip was detached and missing. The outer jacket of the catheter was noted to be torn and frayed. Therefore, the investigation is unconfirmed for the reported material separation issue. The investigation is confirmed for the identified detachment issue as the distal tip was detached and not returned. The investigation is also confirmed for the identified material tear and material fray issue as the catheter was noted to be torn and frayed. A definitive root cause for the reported material separation and the identified detachment, material tear and material fray issues could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 03/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure, the tip of the catheter allegedly seperated after two hundred and forty seconds of activation. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified in common device name and PMA/510k. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 03/2024).